Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2006: patient presented with preoperative diagnosis of l5-s1 degenerative disk disease, l5-s1 small right sided disk herniation and underwent anterior l5-s1 discectomy and fusion with stalif cage with bone morphogenic protein and cancellous bone allograft under microscopic magnification. Per operative report, ".. Left peritoneal approach to the lumbosacral spine was performed. Patient's anatomy represented significant difficulties for the anterior l5-s1 discectomy because the left iliac vein was very large and covering the left side l5-s1 interspace about 40%.the stalif cage was selected for fusion and was packed with sponge with bone morphogenic protein and cancellous bone allograft. Implantation of the cage into the l5-s1 interspace was carried out through right lateral side. Lateral x-rays revealed presence of the cage in relatively good position in the l5-s1 interspace. The center of the cage was slightly to the right because of advancement of the cage was associated with significant risk of repeated tear to the left iliac vein. Patient was extubated in stable condition, transferred to the recovery room.." (B)(6) 2006: patient was discharged. The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.